Event description:
This is a spontaneous case report received on 03-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2000. The plaintiff stated that, as a result of essure, she suffered from severe pelvic pain and extreme menstrual changes. On (B)(6) 2015, she had to have a hysterectomy as a result essure. Follow-up received on 26-may-2016: quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a hysterectomy approximately 15 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact interval between essure insertion and onset of pelvic pain was not specified. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, considering the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was perforation in my right tube') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (live births on (B)(6) 1992, (B)(6) 1995) and miscarriage. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Essure confirmation test, approximately in (B)(6) 2000 she underwent dye with x-ray. Current weight as of (B)(6) 2017: 225 lbs. Approximate weight at the time of essure placement: 160 lbs. Previously administered products included for an unreported indication: birth control pills from 1991 to 1992. Concurrent conditions included anesthesia since (B)(6) 2000. In (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2000, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient was found to have cervix carcinoma ("pre-cervical cancer") and experienced cervical dysplasia ("cin 3"), menstrual disorder ("extreme menstrual changes"), procedural pain ("right side placement was painful"), migraine ("migraines"), arthralgia ("joint pain (knees)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), groin pain ("pain in my lower right groan "), fatigue ("fatigue") and headache ("headaches"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, cervix carcinoma, cervical dysplasia, menstrual disorder, procedural pain, arthralgia, mental disorder, groin pain, fatigue and headache outcome was unknown and the migraine had resolved. The reporter considered arthralgia, cervical dysplasia, cervix carcinoma, fallopian tube perforation, fatigue, groin pain, headache, menstrual disorder, mental disorder, migraine and procedural pain to be related to essure (ess205). The reporter commented: patient was not advised of any complications at the time of essure placement, however, the right side placement was painful and she thought something was wrong because the doctor administered more anesthesia and pain pills afterwards. She did retain the essure or any portion of it after essure removed in her house. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events pain in my lower right groan, fatigue, headaches was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was perforation in my right tube') and device dislocation ('migration') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (live births on (B)(6) 1992, (B)(6) 1995) and miscarriage. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Essure confirmation test, approximately in (B)(6) 2000 she underwent dye with x-ray. Current weight as of (B)(6) 2017: 225 lbs approximate weight at the time of essure placement: 160 lbs. Previously administered products included for an unreported indication: birth control pills from 1991 to 1992. Concurrent conditions included anesthesia since (B)(6) 2000. In (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2000, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cervical dysplasia ("cin 3"), menstrual disorder ("extreme menstrual changes"), procedural pain ("right side placement was painful"), migraine ("migraines"), arthralgia ("joint pain (knees)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), groin pain ("pain in my lower right groan "), fatigue ("fatigue") and headache ("headaches") and was found to have cervix carcinoma ("pre-cervical cancer"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, cervix carcinoma, cervical dysplasia, menstrual disorder, procedural pain, arthralgia, mental disorder, groin pain, fatigue and headache outcome was unknown and the migraine had resolved. The reporter considered arthralgia, cervical dysplasia, cervix carcinoma, device dislocation, fallopian tube perforation, fatigue, groin pain, headache, menstrual disorder, mental disorder, migraine and procedural pain to be related to essure (ess205). The reporter commented: patient was not advised of any complications at the time of essure placement, however, the right side placement was painful and she thought something was wrong because the doctor administered more anesthesia and pain pills afterwards. She did retain the essure or any portion of it after essure removed in her house. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received event " migration" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('there was perforation in my right tube') and device dislocation ('migration') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (live births on (B)(6) 1992, (B)(6) 1995) and miscarriage. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Essure confirmation test, approximately in jul-2000 she underwent dye with x-ray. Current weight as of (B)(6) 2017: 225 lbs. Approximate weight at the time of essure placement: 160 lbs. Previously administered products included for an unreported indication: birth control pills from 1991 to 1992. Concurrent conditions included anesthesia since (B)(6) 2000. In (B)(6) 2000, the patient had essure (ess205) inserted. In (B)(6) 2000, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cervical dysplasia ("cin 3"), menstrual disorder ("extreme menstrual changes"), procedural pain ("right side placement was painful"), migraine ("migraines"), arthralgia ("joint pain (knees)"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), groin pain ("pain in my lower right groan "), fatigue ("fatigue") and headache ("headaches") and was found to have cervix carcinoma ("pre-cervical cancer"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, cervix carcinoma, cervical dysplasia, menstrual disorder, procedural pain, arthralgia, mental disorder, groin pain, fatigue and headache outcome was unknown and the migraine had resolved. The reporter considered arthralgia, cervical dysplasia, cervix carcinoma, device dislocation, fallopian tube perforation, fatigue, groin pain, headache, menstrual disorder, mental disorder, migraine and procedural pain to be related to essure (ess205). The reporter commented: patient was not advised of any complications at the time of essure placement, however, the right side placement was painful and she thought something was wrong because the doctor administered more anesthesia and pain pills afterwards. She did retain the essure or any portion of it after essure removed in her house. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("there was perforation in my right tube") and cervix carcinoma ("pre-cervical cancer") in a (B)(6) year-old female patient who had essure (ess205) (batch no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (live births on (B)(6)) and recurrent abortion. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: birth control pills from 1991 to 1992. Concurrent conditions included anesthesia since (B)(6) 2000. In (B)(6) 2000, the patient had essure (ess205) inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("extreme menstrual changes"), cervix carcinoma (seriousness criterion medically significant), cervical dysplasia ("cin 3"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), procedural pain ("right side placement was painful"), migraine ("migraines") and arthralgia ("joint pain (knees)"). The patient was treated with dozol (tylenol [diphenhydramine hydrochloride,paracetamol]), ibuprofen (motrin) and surgery (partial hysterectomy (still had ovaries) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menstrual disorder, cervix carcinoma, cervical dysplasia, mental disorder, procedural pain and arthralgia outcome was unknown and the migraine had resolved. The reporter considered arthralgia, cervical dysplasia, cervix carcinoma, fallopian tube perforation, menstrual disorder, mental disorder, migraine and procedural pain to be related to essure (ess205). The reporter commented: patient was not advised of any complications at the time of essure placement, however, the right side placement was painful and she thought something was wrong because the doctor administered more anesthesia and pain pills afterwards. She did retain the essure or any portion of it after essure removed in her house. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Essure confirmation test, approximately in (B)(6) 2000 she underwent dye with x-ray. Current weight as of (B)(6) 2017: 225 lbs approximate weight at the time of essure placement: (B)(6) lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-nov-2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure indication added. Event severe and persistent lower right pain/ severe & persistent lower right side pain/ chronic pain/ severe and persistent/ stabbing, pinching lower right side pain/ experiencing pain on my right side was clubbed with previously reported event and was updated as symptom. Events cin 3, pre-cervical cancer, there was perforation in my right tube, essure caused or aggravated any psychiatric and/or psychological condition, right side placement was painful, migraines, joint pain (knees) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.